Manufacturer narrative:
The investigation for the positioning issue and access site bleed has been completed. No product was returned. Clinical details state that when the pump was pulled by the patient, the suture at the impella site was broken and the repo sheath was slightly pulled out. After explant, the vascular resident placed a figure 8 suture to achieve hemostasis while also holding manual pressure. The root cause of the access site bleeding was most likely patient movement. Therefore, the root cause of the positioning issue was patient movement.

Event description:
The complainant reported that after impella rp placement one additional hemostatic suture was placed to stop oozing. The next day of impella placement the patient was confused and pulled the impella. Suture at impella site had been broken and repositioning sheath had been pulled out slightly. Decision was made to explant impella at bedside due to the patient complex history and no options for advanced therapies. The patient was made do-not-resuscitate and expired.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿